Event description:
According to the reporter, during a laparoscopic lobectomy, when detaching the bronchus, the stapler was able to fire but was unable to complete the firing cycle, there was poor staple formation, the staple line was incomplete distally and the I-beam broke off. The staples were replaced and the same handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the photos show the broken knife bar. It was reported that the staples did not form as expected, and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the photos show the broken knife bar. It was reported that the staples did not form as expected, and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Visual evaluation: one straight sulu 030423 was received for evaluation. Clamping mechanism and anvil were observed deformed causing jaws tips to not touch as expected leading to a gap instead of increasing from tip to proximal end. Unit was observed fully fired and cartridge pushers were observed fully deployed confirming that the sled was correctly assembled (observed in correct position). Clamp button was engaged to the unit and traces indicate it was properly assembled and actuated when attempted to be fired. Interlock was engaged in the channel detents and found functional. Clamp bar knife was received broken and taped to the unit. When opened or disassembled, anvil was observed deformed when compared to a representative good assembly. The area of the broken clamp bar is at the pins which are responsible to close the jaws with the clamp button engage. Also, the broken part of the clamp bar and the clamp button hold the jaws at closed position during firing to maintain the gap between anvil and cartridge for the staples registration and formation. Functional evaluation: received unit was loaded and unloaded in a representative endo gia ultra instrument without any irregularities. However, a functional evaluation could not be performed due to the broken clamp bar knife condition which does not allow to clamp the anvil (close the jaws). Since ¿staple formation / component disengaged¿ reported conditions are a result of the broken clamp bar knife condition, this failure investigation will be performed for the broken clam bar knife condition. Root cause summary: endo gia* universal straight 45-4.8 single use loading unit reorder code 030423 IFU (information for use), p/ns: 1300840 and 1300841, contains indications, contraindications, warnings and precautions for the user to follow according to the single use loading unit to be used. This information avoids the instrument malfunction and/or damages when it is used in the clinical procedure. Based on the engineering visual and functional evaluation, it can be concluded that the egia sulu unit as received by pmv and ponce was potentially mishandled. The clamp bar knife was received broken and clamping mechanism along with anvil was damaged/bent which suggests that an obstruction or a thick tissue was placed within the jaws causing an excessive force that led to component breakage; this in return did not allow the instrument to fire correctly causing the broken clamp bar knife failure. Given these statements, mishandling is considered the most probable cause for the reported (staple formation / component disengaged) and investigated (broken clamp bar knife) conditions. Current controls: pr-PMA-320-004 rev. 218 section 050: provide proper instructions for the handling of the clamp bar to avoid any damaged to the knife. Pr-PMA-320-004 rev. 218 section 060: requires the operator to verify correct alignment of the knife on the assembly to avoid any damages. Also, the operator to verify the anvil function after adapter component is assembled. Sop pr-PMA-320 rev. 231 section 090: include 100% functional inspection of the units to ensure proper closing. Sop pr-PMA-320 rev. 231 section 120: unit is 100 % verified for proper closing and opening. Quality testing plan 030423: includes testing per characteristic fgia2sl and visual inspection to a select sampling of the manufacturing lot as per vis10.4 and vis11.0 to assure that the sulu operates as expected and ensures the integrity of it during firing. Trending for ncr, toq and customer complaints were verified, and no adverse trend or actionable signal for action was identified. Based on visual, functional and 6ms evaluation, the conditions are confirmed, but not attributable to manufacturing or material processes. CAPA issuance is not required. Product analysis #(B)(4): post market vigilance (pmv) received one endo gia* universal straight 60-4.8 single use loading unit opened by the account without the packaging. The visual inspection of the returned product noted. {loading unit} visual inspection of the cartridge revealed that the loading unit was fully fired. The jaws were open. The knife bar was broken from the unit and received taped to the unit. Pmv performed functional testing which included. {loading unit} due to the noted damage functional testing was not performed. The product was forwarded to engineering for further evaluation of the broken knife bar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when detaching the bronchus, the stapler was able to fire, there was poor staple formation, the staple line was incomplete distally, the I-beam broke off. The staples were replaced to resolve the issue. There was no patient injury.